Event description:
It was reported that the pt had a micl 13.2 implantable collamer lens implanted in the right eye in 2008. As part of the postmarket study, the pt reported that he was experiencing halos in low light conditions. Further info was requested from the surgeon but not yet forthcoming. If any additional info is received, a supplemental medwatch form will be submitted. See MFR report# 2023826-2009-00394 for the left eye.

Manufacturer narrative:
Other - lens work order search. Results: a work order search was conducted, and there was no similar complaints found.